Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual analysis it was observed the balloon was inflated with minor leakage observed near the distal taper. Due to the location of the pinhole (the tapered portion of the inflation balloon), no proper dimensional analysis could be performed. Due to the condition of the returned device, no proper functional testing could be performed. The complaint for ¿balloon ¿ leakage¿ was confirmed. No manufacturing non-conformances were identified in the returned sample.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During deployment of a 23mm sapien 3 valve in the aortic position, the valve was successfully deployed, but it was noted that blood was slowly backing up into the atrion. The delivery system was removed without complication. During delivery system assessment on the back table, a pinhole leak on the distal shoulder of the balloon was noted. The patient had a moderate degree of calcium in the annulus/leaflets. Bav was not performed. Nominal volume was used for inflation.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Procedural video and 3mensio was provided by the complaint site. It was observed that a moderate degree of calcification was present in the aortic annulus and native leaflets. Imagery of the complaint device shows the inflation balloon with blood drawn inside. Imagery also confirms the reported pinhole leak on the distal shoulder of the balloon. DHR review did not reveal any manufacturing related issues that could have contributed to this complaint. A lot history review did not reveal any other similar complaints. A review of the complaint history on confirmed complaints (returned and no product returned) from october 2019 to september 2020 revealed similar reported events, but no manufacturing nonconformance was identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the commander procedural manual, deployment: check to ensure thv is exactly between the valve alignment markers, flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment. Unlock the inflation device. Initiate rapid pacing ensuring. Confirm placement of center marker within optimal initial. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If consider, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaint for ¿balloon ¿ leakage¿ was confirmed based on the video provided by procedure site. Because the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a potential manufacturing nonconformance was unable to be determined. However, based on a review of the DHR, complaint history and lot history, there is no evidence indicating that a manufacturing non-conformance could have contributed to the complaint events. No IFU/training manual deficiencies were identified. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint event. It is unlikely that the delivery system left the manufacturing site with balloon damage, as the balloons are 100 percent visually inspected at several different steps throughout the manufacturing process and devices are 100 percent leak tested. In addition, there was no reported difficulty during device preparation. As observed in the provided imagery, there was calcification present in the aortic annulus and native leaflets. Presence of calcification can create a challenging anatomy for the balloon inflation. It is possible that the distal shoulder of the inflation balloon interacted with calcification of the patient¿s native annulus during positioning. Calcification can compromise the integrity of the balloon leading to the leakage, as reported in this case event. Based on the available information, it is possible that the patient factors (calcification in native annulus) have contributed to the complaint event. However, a definitive root cause is unable to be determined. The complaint was confirmed due based on the provided video. Available information suggests that patient factors (calcification in native annulus) contributed to the reported events. No manufacturing non-conformances were identified and reviewed of IFU/training materials revealed no deficiencies. Therefore, no corrective and preventative action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.